Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer was jammed. Customer informed that they no longer needed assistance, the reported issue got resolved by themselves. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was jammed and showed error message. Customer stated that this malfunction occurred while issuing the medication to patient. There were no adverse events or injuries reported based on this event.